Event description:
During a coronary drug-eluting stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the mildly tortuous, severely calcified, 95% stenosed, 3.5 mm diameter right coronary artery (rca). The vessel was predilated with a 2.5 x 15 mm unknown balloon. A 3.00 x 32 mm taxus express2 drug elutng stent was advanced to the rca but the physician had difficulty placing the stent in the heavily calcified lesion. After attempts to place the stent, the stent came off the balloon but remained in the proximal to mid rca. A guidewire was advanced to the stent and an unknown balloon was used to fully inflate the stent. The stent remained in good position and well apposed afterward. Plavix was given before the procedure. Plavix and aspirin were prescribed for follow-up after the procedure. No pt complications were reported. The pt's status is reported as 'satisfactory/good.'

Event description:
It was further reported that the stent came off the balloon while attempting to cross the lesion in the rca.